Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that last month starting april, she had been experiencing redness at the ins implant site. Patient stated it was abo ut the size of a baseball bat and eventually goes away. Patient wondering what could be causing this. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that there was a defined red spot located directly over the implanted device and was approximately the same size as the device itself or as described as the size of a baseball, not a baseball bat. The described spot was very red as if sunburned and hot to the touch. The patient's hcp took a photo an forwarded it to the surgeon who had implanted the device. Hcp did not think it was a body reaction to the device itself since the ins was implanted over 6 years ago. An antibiotic was prescribed for 10 days. To date, the spot is still visible but more tanned and no longer hot to the touch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information.